Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2090am, programmer; product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that part of the programmer that connects the screen was broken, so it cannot fold, and also that the keypad in the programmer needed to be fixed. The programmer was returned for service. No patient complications have been reported as a result of this event. The radio frequency programmer head was returned as associated with the programmer and subsequently tested out of specification during manufacturer's analysis.